Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The two holes of the plate were evaluated with deformation and anodize rub marks were observed. One of the holes appeared to have a more pronounced deformation of the ti-fix flange. Angle grooves were observed through the flange of the same hole suggesting angled screw trajectory during the ti-fix interface. There was also anodize scuff marks on the upper entry rim of the same hole. This suggest it to be the suspect hole. The second hole appeared to have a more consistent circular deformation of the ti-fix flange suggesting a more in-line screw trajectory. The screw not being fully seated or under torqued may have contributed to a compromised interface with the plate. However, a specific cause for this event could not be confirmed.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a plate and screws were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2018-00006).